Manufacturer narrative:
The device is not returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event.

Event description:
It was reported that on (B)(6) 2017, intra-operatively, tip of the multi axial screw driver broke off inside the screw shank while removing a screw. No fragments of the device remained inside the patient¿s body. No patient complications were reported.

Manufacturer narrative:
Product analysis: no damage noted to the threads of multi axial screw head threaded interface. Visually confirmed approximately ~3 mm of the instrument tip had been broken off, consistent with interface during usage. Dimensional inspection of the inner shaft diameter confirmed conformance to print specification. Fracture surface analysis revealed a fairly flat fracture surface and circular material flow, consistent with torsional overload. The above findings are consistent with torsional overload. If information is provided in the future, a supplemental report will be issued.